Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their heart rate was below the lower programmed rate of the implantable pulse generator (ipg) and they had been feeling light headed. Follow up with the physician concluded that the patient has been in contact with the clinic, but no further information was available. The ipg remains implanted and in use. No further patient complications have been reported as a result of this event.